Manufacturer narrative:
The instrument was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Previously run pt sample were not rerun to confirm back to the last acceptable run. Controls were run every 24 hours and were within acceptable limits before and after this incident. Customer indicated that this event was due to inadequately mixed sample and declined service. As of (B)(6) 2008, no other incidents have occurred. Data pattern (low wbc/plt and high rbc/hgb) of the initial run is indicative of an inadequately mixed sample. Prod labeling states: "misleading results could occur if you fail to leave space at the top of the tube between the sample and the stopper. Ensure you leave space at the top of the tube between the sample and the stopper to facilitate mixing. Also, ensure that the sample is properly mixed before analysis." Root cause unk, but may be attributed to pre-analytical sample mixing. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous complete blood count (cbc) test results were obtained when using the coulter lh 750 hematology analyzer. There were no instrument generated flags with the test results. Erroneous test results were reported out of the laboratory. The test results were flagged by the laboratory info system (lis) with a delta check, i.e the test results differed from the pt's historical test results. The sample was tested again on (B)(6) 2008, and a corrected test report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.